Event description:
It was observed that during the device evaluation, the subject device was missing the ke-45 adhesive on the forceps elevator and there were cuts on the pink rubber probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the damage to the probe could not be determined. The probable cause of the missing adhesive was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.